Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fall off - oral-b device breakage. Brush heads will no longer stay securely attached...wobbly - oral-b device connection issue. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b toothbrush and were wobbly. While brushing, the vibration caused the oral-b toothbrush heads to move upwards and then they fell off. No injury was reported.

Event description:
Fall off - oral-b [device breakage]. Brush heads will no longer stay securely attached...wobbly - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b toothbrush and were wobbly. While brushing, the vibration caused the oral-b toothbrush heads to move upwards and then they fell off. No injury was reported.

Manufacturer narrative:
08-dec-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.